Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI (ui): (B)(4).

Event description:
Upon interrogation, the high voltage lead impedance was noted to be above average. The other electrical measurements were good. The patient is in good condition and will have normal follow up.